Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 21mm sjm regent heart valve w/flex cuff was implanted into a patient. On (B)(6) 2023, the device was explanted and replaced with a 19mm non-abbott device. It was noted that the device was explanted due to pannus.

Manufacturer narrative:
Explant of the valve due to pannus was reported. The investigation found that there was limited mobility of one of the leaflets. Thrombus was present on a leaflet and in the recessed pivot areas. No inflammation or significant calcifications were present. No pannus was found on the orifice and the valve cuff had been partially removed, but patchy white tissue was present on what remained. Information from the field indicated that there was pannus observed around the cuff and orifice ring, which could cause a variety of functional issues with the valve if present prior to explant of the device. The thrombus noted in the recessed pivot area could also cause a variety of issues with valve functionality. There is no indication of a product quality issue with regards to manufacture, design, or labeling.